Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR.: mustang device - 6 x 10 mm was returned for analysis. The recommended sheath for this device is minimum 5fr. The sheath used by the customer was a terumo 5fr. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 7mm proximal of the proximal balloon and extending approximately 22mm distally cross the balloon material. The balloon material was also partially torn circumferentially from the distal end of the longitudinal tear. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no damage or kinks to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The was removed and the procedure was completed with another of the same device. No patient complications were reported.